Manufacturer narrative:
Device evaluation: device analysis can confirm that a longitudinal tear was present in the balloon material. The tear was located at the distal end of the proximal markerband and extended distally for approx 1mm. Microscopic examination of the balloon material and markerband found no issues that could potentially have contributed to the tear. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact root cause could not be determined.

Event description:
Reportable based on the analysis approved on 12/10/2007. This is a case of instent restenosis in a stent that was implanted about 2 years ago. The lesion being treated was located in the non-tortuous, non-calcified and 80% stenotic distal circumflex artery. The physician advanced the 2.5x12mm maverick2 balloon to the lesion and inflated it to 9 atms. During inflation, the physician noticed that the balloon was not inflating properly and observed leaking contrast medium through angiography. The physician then removed the device from the pt. The device was removed intact. The procedure was successfully completed with another 2.5x12mm maverick2 balloon. Pt status is reported as "stable". Medications used pre and post procedure: metoprolol, predisolone, aspirin, ranitidine, omeprazol, acetaminofen. (Plavix for 6 months post). Medications used during procedure: heparin, plavix, aspirin.